Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" error alarm was noted during testing. No delivery alarm functioned properly. Unit was programmed 2.0 units fix prime with a water-filled reservoir. The water did exit the infusion set. The unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit also had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery on monday, and that she had been wearing the same infusion set since the previous wednesday. The customer ended up with diabetic ketoacidosis and she was hospitalized. The patient changed her infusion set last night due to a 300 mg/dl reading, and when she attempted to bolus her device alarmed no delivery. The set was not kinked and her blood glucose kept increasing. The customer treated via bolus and manual injection. The customer was then treated at the hospital. Troubleshooting was declined for the high blood glucose. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.